Manufacturer narrative:
H3 other text: reported problem was solved by customer.

Manufacturer narrative:
Reporter information: (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the battery of this defibrillator was no longer holding a charge and that the defibrillator would automatically shut down when the power cord was unplugged. There¿s no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This follow up report is to correct product information from dfm100 to heartstart xl due to complaint investigation update.